Event description:
It was reported that customer was hospitalized due to high blood glucose. Customer had already been in a hospital for three days for a toe amputation. She was wearing the insulin pump at the time of admission but it had been removed shortly after arrival. It was reported that she had not been trained on the insulin pump and that she was in the hospital for a month due to being unable to use the device properly. The blood glucose reading was 332 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.